Manufacturer narrative:
Insulin pump received failed the operating currents during test and unexpected battery power loss anomaly due to corroded battery tube and corroded battery spring contact. No unexpected restart alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as unexpected restart and a cold reset was performed alarm. Customer¿s blood glucose level was 468 mg/dl at the time of incident and current blood glucose level was 200 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer reported that they were able to clear the alarm. Customer reported that the insulin pump did require rewind. Customer able to complete rewind. Customer also reported that the insulin pump had received battery out limit alarm and failed battery alert. Customer states the insulin pump alarmed after battery change. Customer reported they were able to clear the alarm. Customer states they did receive a request to rewind insulin pump. Customer able to complete rewind. Customer troubleshooting was declined for high blood glucose level and troubleshooting was performed for insulin pump error. Customer was advised to the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.